Event description:
It was reported that the patient had fallen. The lead exhibited high impedance and intermittent capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).